Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rear cover packaging was chipped; and the lens had the coupler damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the unable to do white balance, could be due to wear and tear of the device, but a specific cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was unable to do the white balance. There were no reports of patient harm.